Manufacturer narrative:
Corrected data. This is to correct the initial submission section b5 which stated the reason for the explant is unknown. Section h6, health effect-clinical code stated 1845-eye injury. The fields below are updated. Section b5, describe event or problem: it was reported that the intraocular lens (iol) was explanted from the patient's right eye due to refractive surprise. The symptoms were not debilitating and there was no injury or medical intervention such as a capsule tear, vitrectomy or sutures. Section h6, health effect - clinical code: 2138 visual impairment. Additional information. Section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: may 12, 2023 , section h3: evaluated by manufacturer: yes . Device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue were observed. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h6 (medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to unknown reasons. The reason(s) was first identified after implantation. The reason for the explant is unknown. The patient outcome was reported as temporarily impaired. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.